Event description:
The customers family member reported that a unspecified bd needle broke off in their mothers abdomen after injection. No medical intervention has been reported.

Manufacturer narrative:
It was determined that this complaint has been over reported, this MDR was a duplicate. Another mfg report (B)(4) was already submitted for this complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The customers family member reported that a unspecified bd¿ needle broke off in their mothers abdomen after injection. No medical intervention has been reported.